Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training, the patient¿s ilet insulin pump repeatedly displayed alert 42 indicating a motor current sense failure and prompted device restarts, after which the trainer provided a backup pump and a replacement device was shipped. Symptoms included no reported adverse clinical effects. Outcomes included continued insulin therapy with a replacement device and return of the original device for evaluation. Investigation included customer service troubleshooting and coordination of device replacement and return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.